Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement which resulted in high pacing threshold, pacing impedance low value out of range and oversensing issues. Fluoroscopy was performed to confirm the dislodgement. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement which resulted in high pacing threshold, pacing impedance low out of range and oversensing issues. Fluoroscopy was performed to confirm the dislodgement. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.